Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista nova study, patient site ID: site ID- (B)(6). It was reported that on (B)(6) 2026, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 22mm non-abbott balloon. The activated clotting levels were 256s and heparin was given. The valve got successfully implanted. On (B)(6) 2026, the patient had atrial fibrillation diagnosed following the onset fatigue and shortness of breath at the slightest activity. A non obstructive bioprosthetic thrombosis was noted in the left atrium. A low molecular weight heparin was given to the patient.